Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) performed an onsite inspection and identified that system had power, but screens were blank and there were no geo movements and no xray. During troubleshooting, fse removed covers and found that the flex vision pc was not powered up. To resolve the issue, fse hit the power button on flex vision pc and it powered up as well as entire system. The issue was reoccurred and the flex vision pc was replaced as a resolution in (B)(4). The system was returned to use in good working order. The codes were updated based on the investigation outcome.